Manufacturer narrative:
Correction: the suspect device is now the pcu (model 8015), and the lvp (model 8100) is the concomitant. Inspection: pcu sn (B)(6). The device was received in fair condition. The instrument seal was missing. Dried fluid observed on the male iui. Dried fluid observed on the female iui. Display screen observed heavily scratched. All parts are manufactured by bd. The pcu was disassembled and no anomalies were observed. Pri tubing model: 2426-0007, lot: unknown. Backflow testing was performed using the returned administration set and attached non-bd secondary set. Backflow was observed. Investigation conclusion: the customer¿s complaint of an under infusion was confirmed as user programming error. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, the reported secondary infusion of magnesium sulfate programmed at 5 am on the reported event date had selected concentration of 2 g/50 ml at a rate of 25 ml/hr; not at the reported intended 1g/100 ml at 50 ml/hr. After successfully completing, an additional secondary infusion of magnesium sulfate was programmed with the reported concentration 1 g/ 100 ml at a rate of 50 ml/hr. The secondary infusion successfully completed before the device was channeled off. Svi= 150.014 ml. Inspection of the devices showed no anomalies. Testing showed the device was delivering fluids within specification. Testing showed the sear consistently engaged the safety clamp when the door opened. Inspection of the administration set showed no anomalies. Testing showed the administration set was within dimensional specification. Testing showed the administration set backflowed from the secondary to the primary. Root cause analysis: the root cause of the customer¿s complaint of an under infusion was identified as user programming. The intended programming was magnesium sulfate, 1 gram/100ml, at a rate of 50ml/hour. The actual programming was 2gram/50 ml at a rate of 12.5 ml/hr. The probable cause of the customer¿s perception of an over infusion was believed to be due to the disposable set backflow from the secondary to the primary IV bag. Device history review: pcu sn (B)(6). A review of the device history record showed the device had a manufacture date of 04/04/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device pcu sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device pcu sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported during bedside report around 0700 that magnesium hung at 0501 had not infused even though the night rn said he had programmed it. The intended programming was magnesium sulfate, 1 gram/100ml, to infuse at 50ml/hour. The secondary tubing was unclamped and all tubing was set up appropriately. A 2-rn double check was performed and the pump was programmed again. It started to drip from the secondary tubing and infuse correctly. The pump proceeded to rapidly infuse the medication. The bag of magnesium was dry but the pump was still running at the rate of 50 ml/hour and it had 30 minutes left. The primary line was set up with normal saline, 500 ml bag at 5 ml/hour, the keep vein open (kvo) rate. The primary was set up as a basic infusion and the magnesium was set up as the secondary line. This event happened in the surgical intensive care unit (sicu). Patient was monitored for vital sign changes but the patient remained stable with no adverse outcomes.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Diagnosis: dysphagia status post roux en-y gastric bypass.

Event description:
It was reported during bedside report around 0700 that magnesium hung at 0501 had not infused even though the night rn said he had programmed it. The intended programming was magnesium sulfate, 1 gram/100ml, to infuse at 50ml/hour. The secondary tubing was unclamped and all tubing was set up appropriately. A 2-rn double check was performed and the pump was programmed again. It started to drip from the secondary tubing and infuse correctly. The pump proceeded to rapidly infuse the medication. The bag of magnesium was dry but the pump was still running at the rate of 50 ml/hour and it had 30 minutes left. The primary line was set up with normal saline, 500 ml bag at 5 ml/hour, the keep vein open (kvo) rate. The primary was set up as a basic infusion and the magnesium was set up as the secondary line. This event happened in the surgical intensive care unit (sicu). Patient was monitored for vital sign changes but the patient remained stable with no adverse outcomes. .